Event description:
It was reported the patient's spo2 reading displayed as low as 40% but no alarm was generated. The patient went into cardiac arrest and was transferred to the ICU. After reviewing the clinical audit log, it was determined the spo2 alarms were turned off by the end user. The device was in use on a patient. There was a report of patient or user harm.

Manufacturer narrative:
Philips product support engineering (pse) reviewed provided audit logs from the pic ix. Per pse, the event began (B)(6) 2024 at 05:40am. That timestamp falls between the time where the user turned off the spo2 alarms at 11:29:36am on (B)(6) 2024 and then turned spo2 alarms back on at 7:03:08am on (B)(6) 2024, as seen in the audit log. Further relevant information was requested and it turned out that the alarms were turned off by the end user on the central station and on the monitor as well. Based on the information available and the review of the audit logs, the cause of the reported problem was the users turning off the spo2 alarms. The reported problem of an alarm failure was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the patient's spo2 reading displayed as low as 40% but no alarm was generated. The patient went into cardiac arrest and was transferred to the ICU. After reviewing the clinical audit log, it was determined the spo2 alarms were turned off by the end user. The patient was also being monitored by central telemetry, where the spo2 alarms were turned off at the pic ix. The device was in use on a patient. There was a report of patient or user harm.